Event description:
The staff complained that blood rises up the transducer protector (tp) line and wets the tp filter. This occurs with baxter 550 and 1550 machines. A few weeks later (did not know the exact date) the biomedical engineer found blood inside a baxter machine.